Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device without incident. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Initially it was reported that the manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device without incident. The ventilator was returned to the manufacturer for evaluation. During the evaluation, a service required condition and test failure related to the device's oxygen blending module board were observed. The oxygen blending module board was replaced to address the issue.